Event description:
The product was used during a procedure on the bowel. Reportedly, the staple line was incomplete. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.